Event description:
Caller states patient tested 2.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.0 inr. Patient's warfarin dose was altered based on lab value. No adverse event reported. Requested return of suspect system however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(4). Will not be returned to manufacturer.